Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device- 2 years and 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was seen at the clinic, a no external power alarm was observed in the history file upon interrogation of the lvad system. There was no adverse impact to the patient reported. A log file submitted to the manufacturer¿s technical services for analysis confirmed a no external power event recorded on (B)(6) 2018. This could be caused by the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. During these events the system controller¿s internal backup battery provided power to the pump as designed. Additional information was requested, but not provided.

Manufacturer narrative:
Sections d4, h4: the serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Manufacturer investigation conclusion: evaluation of the submitted log file confirmed no external power alarms while the patient was supported by the mobile power unit; however, a specific cause for this finding and a direct correlation to the patient¿s mpu could not be conclusively established. The submitted log file contains data from (B)(6) 2018 through (B)(6) 2018. The fixed speed was set to 9000 rpm and the low speed limit was set to 8200 rpm. On (B)(6) 2018 at 11:09:01 am, a no external power/low battery hazard alarm was captured while the system was powered by an mpu. The voltage levels indicated that power to the mpu was lost. The event appeared to be consistent with a loss of ac power while the controller was connected to an mpu. The pump parameters were not affected during any of the events captured in the log file and the system was supported by the backup battery. The account communicated on (B)(6) 2018 stating that their office attempted to get the heartmate patients new locking ac cords but did not keep a record of the cord exchanges. The patient also stated that their controller never alarmed for the power disconnect and when the controller was interrogated in the clinic, no disconnect alarms were noted in the history. The account communicated on (B)(6) 2018 stating that there was no known reason for the ¿no external power event¿ found. The patient was encouraged to make sure that they were changing power sources one cable at a time, to make sure the mpu was firmly plugged into the wall outlet and power cable firmly seated into the mpu power box. The account also stated that they did not have access to the serial numbers. The patient has been seen in the clinic several times since that date and no other alarms have been noted. The patient denies vad complications, alarms and other issues. The patient remains ongoing on vad support. No product available for investigation. The hmii patient handbook addresses all alarm conditions including no external power alarms and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.